Event description:
It was reported that patient heard an alarm, not confirmed by telemetry. It was stated that "over the course of the last five days the patient had noticed intermittent pump alarming" and had experienced return of symptoms especially increased baseline pain. Volume discrepancy was further reported. Per one reporter, the healthcare provider (hcp) had noticed that the actual residual volume (arv) was greater than the expected residual volume (erv) over the last couple of refills. It was added that patient felt that since last refill i.e. (B)(6) 2012, pump wasn't "working right". A dye test was done as of the date of this report and it was indicated to be "good" and they were able to aspirate drug and csf (cerebrospinal fluid). A rotor study was also done and was "good" and they saw the rotor turn. There were no motor stalls noted in the pump logs when checked. Per another reporter the first refill was fine without any volume discrepancy, but the discrepancy was noted at the next refill. It was confirmed that "there had only been one refill where the discrepancy had occurred, arv was 12 ml and erv was 8 ml". Hcp was to increase dose from "1.3 to 1.5"; drug delivered via the device was prialt. Following the dose increase patient was indicated to be "quite happy with the results."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (b)(60 2012, explanted: unk; catheter model: 8591-38, lot# c 70757, implanted: (B)(6) 2012, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4)